Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was doing "well." On (B)(6) 2013, he suddenly "passed out" and went into v-fib arrest. The attempt made to resuscitate the patient was unsuccessful and he expired. An autopsy was performed on the patient, which revealed a large "thrombus in the elbow of the inflow conduit." The vad coordinator reports that the patient did not have "any indications of thrombus leading up to the event." His vital signs and pump parameters were all stable. Pump speed 10,000 rpm's; pump flow (---); pump power 6.0 - 7.5 and pi 6.8 - 7.2.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.